Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The root cause of the paralysis could not be determined with the information provided.

Event description:
On (B)(6) 2016, the patient underwent repair of an abdominal aortic aneurysm and right common iliac artery (rcia) aneurysm with gore® excluder® aaa endoprostheses. Reportedly, the gore® iliac branch endoprosthesis was advanced and deployed without issue. It was reported several unsuccessful attempts were made to obtain guidewire access into the reportedly patent right internal iliac artery (riia). Reportedly there was nothing about the patient¿s anatomy that contributed to the difficulty advancing the guide wire. The physician elected to remove the guidewire and perform intra-operative imaging. It was reported, imaging identified the riia had collapsed and was no longer patent; however the left internal iliac artery (liia) was reported to be fully patent. The physician elected to advance, from the patient¿s left side, a contralateral leg component up and over the aortic bifurcation. The device was reportedly deployed upside down within the iliac branch component with intentional coverage of the right internal iliac gate and riia. A trunk-ipsilateral leg component was then advanced and deployed without issue. An additional contralateral leg component was implanted as a bridge between the trunk-ipsilateral leg component and the iliac branch component. Another contralateral leg component was then advanced and deployed 1.5cm proximal to the ostium of the left internal iliac artery (liia). Post-deployment ballooning was performed utilizing a qxmedical q50-65p stent graft balloon. It was reported, the balloon was not overinflated or extended outside of the devices during the ballooning process. Final angiography showed an area of slight stenosis located between the distal end of the contralateral leg component and the liia. It was reported, the physician suspected this area of stenosis was caused by a thrombotic clot. Additional imaging revealed the stenotic area to be free of any calcification. The physician elected to balloon the area of stenotic native vessel utilizing a small non-gore balloon (manufacturer unknown). Immediately, following the ballooning, imaging showed the liia had occluded. The non-gore balloon was then used in an effort to dilate the liia. Immediately, following ballooning imaging indicated the liia appeared opened and patent. The physician concluded the procedure without the implantation of a stent within the liia to maintain blood flow. On (B)(6) 2016, it was reported the patient experienced bilateral claudication, and an inability to stand. CT imaging performed later that same day, indicated the liia had re-occluded. On (B)(6) 2016, the physician notified the fsa that the patient appears to be permanently paralyzed from the waist down. The cause of the paralysis is reportedly unknown. To date a cerebrospinal fluid drain has not been placed, nor have any additional procedures been performed to treat the patient's paralysis. Reportedly, the patient has been administered steroid medication for treatment of the paralysis. The physician will continue to monitor the patient.